Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted:(B)(6) 2005; dtba1d1 crtd implanted: (B)(6) 2017.

Event description:
It was reported that a pocket infection and pocket erosion occurred. The patient underwent device and lead extraction and the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead were explanted. During removal of the left ventricular (lv) lead the patient had a ventricular fibrillation (vf) arrest. Cardiopulmonary resuscitation was performed for approximately 40 minutes before a sinus rhythm was restored. The patient was also placed on extracorporeal membrane oxygenation (ECMO) during the vf arrest. No further patient complications have been reported as a result of this event.